Event description:
The nurse of a peritoneal dialysis (pd) pt reported finding a fluid leak during the pt's treatment on (B)(6) 2015. After receiving a cycler warning, the pd nurse discovered fluid leaking from the pt connector. The set was not made available for eval. During f/u, the pt's pd nurse reported that the pt did not have any signs of infection and her effluent has remained clear. She was not prescribed any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical eval and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.